Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fluid leaked from the patient line of the cassette during prime on the homechoice. There was no patient injury or medical intervention associated with this event. No additional information is available.